Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-00001. It was reported the patient lost therapy after experiencing a fall. An impedance check was performed and high impedance was found on both of the patient's leads. Troubleshooting/reprogramming was performed but effective therapy was unable to be restored. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-00001.